Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 50, 52, 51 mg/dl, level 2 ¿ 309, 312, 311 mg/dl. All returned results are within acceptable range. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The patient's strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to a vista 500 clinical chemistry siemens analyzer. The result from the meter was 116 mg/dl. The result from the laboratory less than ten minutes apart was 85 mg/dl.